Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. In this case, it was reported that the balloon was inflated to 16 atmospheres. It should be noted that the armada 18 instruction for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 14 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: lot number, expiration date. H4: device manufacture date.

Manufacturer narrative:
Medical device problem code (B)(4): above rated burst pressure. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery that was re-stenosed and heavily calcified. The armada 18 balloon catheter was prepared per the instructions for use. The balloon catheter was inflated to16 atmospheres (above rated burst pressure) for 180 seconds; however, the balloon ruptured during the first inflation. The procedure was successfully completed with a new, same size armada 18 balloon catheter. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.